Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned for failure analysis, which reported that the system experienced error 23062. This issue was replicated on site. System logs were checked, and error 23062 was confirmed to have occurred. Troubleshooting revealed that error 23062 is associated with the foot tray adjustable mechanism (ftam). To address the issue, the ftam was replaced. A visual inspection also revealed slight damage to the connector of the string pot cable (pn: 375554). The lighthouse/aperture was checked and confirmed that error 23062 had occurred. The ftam was then installed on an internal eft system, and calibration was performed successfully. However, during system testing, the system again received error 23062, mirroring the reported issue. The potential root cause may be a damaged cable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the foot tray to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the ergonomics on the surgeon console did not work during surgery, and the surgeon had to work without optimal settings. The customer mentioned that this issue had occurred previously. The technical support engineer checked the logs and confirmed error 23062 related to the foot tray. A field service engineer had previously visited the site and found an obstruction blocking the mechanics, which was removed. The customer was aware of this and confirmed that he had checked for obstructions without success. The issue persisted even after a reboot. The customer planned to shift a console from a second system to continue working. The customer reported event has no report of patient injury.